Manufacturer narrative:
Evaluation summary: there was a detachment on the hypotube approx. 125.1cm proximal to the distal tip. The remaining distal portion of the hypotube, strain relief and luer did not return for analysis. The hypotube material was oval and jagged at the detachment site. Kinks were evident along the hypotube. A non-mdt sheath and stylette was returned loaded into the device. The stent was positioned on the balloon between the marker bands as per specifications. There was misalignment of stent struts on the 7th, 8th, 9th and 10th distal stent wraps with struts slightly raised. There was slight deformation to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and moderately tortuous distal rca lesion exhibiting 95% stenosis. No damage was noted to the device packaging or issues encountered removing device from hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered advancing the device and excessive force was used. It was reported that the device failed to cross the calcific target lesion. A detachment occurred during positioning of the device at the lesion. The physician has indicated that the detached part was removed with a mdt snare but is unclear of the exact details. The physician used a non-mdt stent to complete the procedure. No patient further injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.